Event description:
It was reported that the pt had reduced performance and poor behavior. Testing had shown that 5 channels had high impedance in 2005. The high impedance has been intermittent on 3 channels. Testing about 2 months later showed high impedance on 2 channels.